Manufacturer narrative:
A patient was admitted to ICU due to blood pressure results obtained. He was hypotensive and IV vasopressors were administered. The ICU nurse took his blood pressure with a smaller cuff and received a result within normal limits. The IV vasopressor was discontinued. The facility is concerned that the first blood pressure cuff provided inaccurate results. No information was provided regarding the patient's medical history or health status. The etiology of the fluctuating blood pressure is unknown. It is unknown if the choice of cuff size was appropriate. There was no serious injury. The sample has not been returned for evaluation. A new sample was sent, evaluated and provided an accurate result. A root cause has not been determined. It has not been confirmed that the blood pressure cuff provided an inaccurate result or if the device caused or contributed to the reported incident. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
A patient was admitted due to hypotension and an IV vasopressor was started.